Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted the patient had a large heart and severe tricuspid regurgitation. As a result ideal lead fixation was impossible and the lead dislodged multiple times during implant. The lead was attempted / not used. No patient complications have been reported as a result of this event.